Event description:
It was reported that the pt experienced withdrawal symptoms of increased pain and nausea in (B)(6) 2011. A volume discrepancy was noted on (B)(6) 2011 with an expected residual volume of 1.2 ml and actual residual volume of 5.4 ml. The pt's pump was replaced. The pt recovered without sequela. The medications being delivered via the device system were bupivacaine, clonidine, and dilaudid.

Manufacturer narrative:
(B)(4): the pump has been returned to the manufacturer for analysis. A f/u report will be sent when the analysis is complete.